Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify batt out limit alarm due to no button response. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and broken belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a battery out limit alarm. The blood glucose at the time of the incident was 7.4 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.